Event description:
It was reported that at the user facility the device, which was plugged in but not in use, caught fire and smoked. An employee from the hospital was exposed to the smoke and was treated for smoke exposure in the emergency room.

Manufacturer narrative:
The device was refurbished by stryker.

Event description:
It was reported that at the user facility the device, which was plugged in but not in use, caught fire and smoked. An employee from the hospital was exposed to the smoke and was treated for smoke exposure in the emergency room.